Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement liberty select cycler. The patient observed bugs inside the cassette door and sprayed the inside of the door with bug spray. During step 9 of treatment "remove cassette" it was discovered that fluid was in the pump module area. It is unknown if the fluid was residual bug spray or fluid from the treatment. The patient was diagnosed with an infection; however, the pdrn stated it is not believed the bugs were related to the infection. Additional information was provided by the pdrn through follow-up. The patient was diagnosed with peritonitis on (B)(6) 2022. A pd effluent culture was obtained, and the patient was administered one dose of intraperitoneal (ip) cefepime 2g and one dose ip vancomycin 1.5g. The patient¿s cultures resulted negative for growth, but the white blood cell count was elevated, and all lab values indicated peritonitis. No lab values were provided. The patient is continuing to complete antibiotic therapy with ip cefepime and vancomycin (dose not provided) for three weeks. The cause of the peritonitis is unknown. The pdrn stated it cannot be determined if the peritonitis is related to the reported bug spray that was sprayed into the cycler due to bugs being found. The pdrn is conducting a home visit next week to attempt to determine the cause of the peritonitis. The patient is continuing to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, it cannot be concluded if the patient¿s peritonitis is related to the fluid leak reported in the pump module. It was not confirmed if the fluid was the remnants from the bug spray that was sprayed into the cassette door area. The liberty cycler set user guide warns the user not to allow liquid to drip in or on the machine. The pdrn could not determine the cause of the peritonitis. The culture was negative for growth which does not allow for a determination for the etiology of the peritonitis bacteria. All dialysis treatments include a risk of infection due to the compromised immune defenses of the patients and because the dialysis techniques increase the potential for microbial contamination. The pdrn will be conducting a home visit to investigate the cause of the peritonitis. Based on the limited information, it cannot be determined if the patient¿s peritonitis was the result of a reported fluid leak and if that leak was in fact fluid from the treatment or residue from bug spray that the patient had sprayed into the cassette door area. Therefore, the liberty cycler set cannot be excluded as causing or contributing to the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement liberty select cycler. The patient observed bugs inside the cassette door and sprayed the inside of the door with bug spray. During step 9 of treatment "remove cassette" it was discovered that fluid was in the pump module area. It is unknown if the fluid was residual bug spray or fluid from the treatment. The patient was diagnosed with an infection; however, the pdrn stated it is not believed the bugs were related to the infection. Additional information was provided by the pdrn through follow-up. The patient was diagnosed with peritonitis on (B)(6) 2022. A pd effluent culture was obtained, and the patient was administered one dose of intraperitoneal (ip) cefepime 2g and one dose ip vancomycin 1.5g. The patient¿s cultures resulted negative for growth, but the white blood cell count was elevated, and all lab values indicated peritonitis. No lab values were provided. The patient is continuing to complete antibiotic therapy with ip cefepime and vancomycin (dose not provided) for three weeks. The cause of the peritonitis is unknown. The pdrn stated it cannot be determined if the peritonitis is related to the reported bug spray that was sprayed into the cycler due to bugs being found. The pdrn is conducting a home visit next week to attempt to determine the cause of the peritonitis. The patient is continuing to complete pd therapy utilizing the liberty select cycler.